Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually the device appears to be in good condition, although it was reported the suture cutter was over 5 years old. A suture was loaded into the device to test the performance functionally and was cut as intended. The device was tested again to verify performance and, once again, showed no defects. This complaint cannot be confirmed. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that the customer's cord cutter broke during a shoulder repair. The sales rep reported that the inner sleeve came out when the scrub tech pressed the top button and would not retract. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep could not provide a lot number but reported that device is over 5 years old and is much worn. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.